Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient reported that the keypad buttons have been intermittently unresponsive for the past month. He stated that the contrast button is completely unresponsive, and that the up arrow, down arrow, and ok keypad buttons require multiple hard presses to elicit a response. The patient confirmed that there is no visible physical damage to the keypad, but noted that the ok button symbol is worn. The patient stated that he wears the pump in his pocket, and cleans the pump with a q-tip or a dry cloth.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.